Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a thoracoscopic lobectomy on the left lung, the button of the handle could not be pulled to the back end. Physician replaced a new stapling device to complete the procedure. The product will not expected to returned for it was with residual lung tissue.